Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. H2: additional information/correction.

Event description:
Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.